Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets cannula bent events on (B)(6) 2025. Events occurred within 3 hours of insertion. The insertion site was the upper buttocks. Blood glucose level was displayed high at the time of the event. Patient changed out the infusion set. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.